Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported that upon removal, four or five u by kotex sleek regular tampons fell apart leaving pieces inside. She is confident she was able to remove remaining pieces and has no plans to seek medical attention.